Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending. A 1.2mm x12mm threader balloon catheter was advanced for dilation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.